Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy red bumps under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient's physician recommended lotion for the skin irritation. Follow up indicated that the skin irritation improved.